Manufacturer narrative:
The device was not returned nor required for investigation. This allegation is consistent with usb-c charge port failure. This is a known issue which has been addressed by ph ohc design change and implemented ((B)(6)). The root cause has been addressed and executed through the below named design change.

Event description:
A consumer reported that their philips one power toothbrush caught fire while charging. No injury or property damage was reported.